Manufacturer narrative:
Initial reporter fax #: (B)(6). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint lot history check was performed on lot # 9350257 for difficult to perform function (difficult to draw). This is the 1st related complaint for difficult to perform function (difficult to draw) on lot # 9350257. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 2 bd insulin syringe with bd ultra-fine¿ needles were unable or difficult to aspirate, and unable to inject insulin. The following information was provided by the initial reporter: patient got in touch with us to report a possible quality deviation in the bd ultra-fine 6mm syringe capacity 50ui (lot 9350257b fab 2020/01 ven 2024/12), reported that she has already made other complaints with us but for other reasons, this time she reported that pull the insulin but the liquid enters very slowly and does not reach the right amount, we investigate whether the patient does the correct preparation procedure by first drawing air and then pulling the insulin, making it easier to use. Patient accepted the guidance and will put it into practice. She reuses the syringes up to two times, but reported that the issue occurs on the first use.